Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional reported later reported capsular contracture, baker grade iii, and implant malposition. This record is for left side. Device has been explanted.

Event description:
Healthcare professional reported left side removal from textured to smooth due to the concerns of the product, capsular contracture, baker grade iii, and implant malposition. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. As per the investigation procedures deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.